Event description:
Surgeon applied mayfield skull clamp. When locked skull clamp into place, locking device lost pressure, causing double pin arm to turn, which caused one inch abrasion to patient scalp. Pressure applied with gauze, followed by placement of bacitracin ointment.